Event description:
It was reported that an alert was triggered due to high defibrillation coil impedance on the right ventricular (rv) lead. The lead remains in use and is planned to be reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).